Event description:
A dialysis facility technician reported a 1550 hemodialysis machine had a power failure without an alarm. It was reported that the machine was off for about thirty seconds. Limited info is available. Attempts to obtain additional info were unsuccessful.